Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had rejected new batteries few times, grinding during rewind, motor error periodically as well as act and esc buttons was harder. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.